Event description:
It was reported that the 9900 system locked up with overload and ma error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)